Event description:
(B)(6) advia centaur xp hcv results were obtained by the customer on patient samples and considered discordant when compared to repeat testing results and alternate hcv test method results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp hcv results.

Manufacturer narrative:
(B)(4). On (B)(4) 2013: the customer provided additional patient data. Patient 3/sample a: (B)(6) female, type 2 diabetes, liver enzymes within range. Patient 4/sample b: initial result 0.31, female, type 2 diabetes, liver enzymes within range. Siemens has requested additional patient samples in order to perform molecular testing. The investigation is ongoing. Per the instructions for use (IFU) in the limitations section: "the performance of the assay has not been established for populations of immunocompromised or immunosuppressed patients."

Manufacturer narrative:
The cause for the discordant advia centaur xp hcv results is unknown. No conclusion can be drawn. Siemens healthcare diagnostics has requested discordant patient samples for further investigation. The information for use (IFU) states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Manufacturer narrative:
(B)(4). On (B)(4) 2013: the customer sent two patient samples to siemens healthcare diagnostics for further testing. The patient samples were tested on three lots (232, 234 and 235) of hcv. Sample a results were equivocal and sample b results were negative. The patient samples were then tested using inno-lia hcv testing (lot # 226018) and the results are as follows: (B)(6).